Event description:
Event occurred during surgical implant procedure. Physician attempted to withdraw catheter back through toughly needle. Catheter was stretched and sheared off buy this action. About 1.5 inches of catheter fragment remains floating in the intrathecal space. Physician does not plan to attempt removal of the fragment and does not anticipate adverse effects for the patient.